Manufacturer narrative:
The reported event of low battery voltage was not confirmed. The pacemaker was returned for analysis. Device image analysis indicated average monthly voltage and current trends were normal. Analysis of device image found that battery voltage was still at normal beginning of life (bol) level. Further electrical and environmental analysis did not find any anomaly. Longevity assessment was performed, and device had appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported the patient presented for initial procedure. During implant, the pacemaker exhibited low battery voltage. The physician elected to complete the procedure with a different pacemaker. The patient was in stable condition.